Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The reported issue was resolved by replacing the main printed circuit board (pcb). The device was returned to the customer operating to service specifications. The device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator had inaccurate volumes while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.